Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient experienced urinary incontinence and underwent cystoscopy, dilation of her urethra, and vaginoscopy with placement of an urodynamics catheter on (B)(6) 2008. It was reported that due to stress urinary incontinence the patient underwent a gynecological procedure on (B)(6) 2012 and a boston scientific product, solyx sis system, was implanted. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that patient underwent solyx sling (boston scientific) implantation on (B)(6) 2012 . No further information received at this time.

Event description:
It was reported that the patient underwent a surgical procedure to treat sui on (B)(6) 2003 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures, including a surgery on (B)(6) 2012. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent an exam under anesthesia, anesthetic cystoscopy and vaginoscopy on (B)(6) 2012. It was reported that the patient underwent anesthetic cystoscopy with instillation of a vial of dmso and bladder dilation on (B)(6) 2013 due to interstitial cystitis. (B)(4) - interstitial cystitis.